Manufacturer narrative:
The device was received and evaluated. The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 1485 pulses. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy and was not visible after pod removal. The patient's blood glucose rose to 350 mg/dl while wearing the pod on the back for between 4 and 24 hours.